Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported difficult imaging was due to patient anatomy and procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapse, enlarged atrium and rotated heart for a mitraclip procedure. It was noted that visualization was challenging due to the anatomy and the imaging quality. One xtw clip was deployed. After deployment a single leaflet device attachment (slda) was observed. The anterior leaflet remained attached. An nt clip was implanted to stabilize the slda clip. The mr was reduced to grade 3-4. There were no adverse patient sequelae.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.